Event description:
Additional information: the patient experienced significant hypotension after rapid pacing and balloon aortic valvuloplasty (bav) with a non-edwards' device. Medication was given to bring pressure up. The pressure became too high during positioning of the sapien valve, so medication was then given to lower the blood pressure. However, after valve deployment the patient blood pressure did not recover, causing severe aortic insufficiency (ai).

Event description:
Per report, during a transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien valve, the patient experienced significant hypotension after rapid pacing and balloon aortic valvuloplasty (bav) with a non-edwards balloon, which continued after the valve deployment. This tavr procedure was by transfemoral approach with a proctor attending the case. The patient aortic annulus measured 25mm. A bav was done with a non-edwards 25 mm balloon. After rapid pacing and the bav the patient's blood pressure dropped. They quickly positioned and deployed the sapien valve in good position. However, the severe hypotension continued and it was noted that the valve was not working. The cs said that the leaflets were not closing because there was no blood pressure. Bypass was initiated while a 2nd 26mm sapien valve was prepped and deployed in good position. After the 2nd valve deployment there was central aortic insufficiency because of the bypass flow. Then the patient was then switched to ECMO. By the next day the patient was weaned off ECMO there was mild pv leak. It is reported that the patient continues to be well.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the physician's training manual, hypotension and transvalvular leak requiring additional intervention, are known potential complications associated with the overall transcatheter valve replacement (tavr) procedure, including balloon valvuloplasty, and the potential risks of the use of medications and anesthesia. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. While the exact cause for the hypotension in this case cannot be confirmed, it is possible that it was related to the medication given to the patient to lower the blood pressure before deploying the valve. Imaging of procedure was requested, but it was not provided by site for edwards review. Further investigation of the first sapien valve final position and assessment of the aortic insufficiency cannot be assessed without a review of this procedure's transesophageal echocardiogram (tee) and cine images. However, inaccurate placement of the sapien valve could result in clinically significant hemodynamic compromise, transvalvular leak and/or may require additional intervention to secure the valve. In this case, the exact cause for the hypotension and subsequent severe ai cannot be confirmed. It appears that a combination of patient and procedural factors may have caused or contributed to these events. There is no allegation of device malfunction, and no deficiencies have been noted in the IFU and training manuals in relation to this event. No additional actions are required at this time.